Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2011 and no other similar event has been reported. Based on the collected information, the root cause of the reported issue has been traced back to a faulty encoder.

Manufacturer narrative:
A.1. A.5. Patient information was not provided. H11: livanova deutschland manufactures the sorin electrical venous occluder (evo). To solve the issue, the encoder pc board was replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) displayed angle encoder error (e1538) post procedure. There is no rerport of any patient injury.